Event description:
Reporter alleged obtaining the results of 54 mg/dl, 125 mg/dl and 90 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged obtaining, on a different day, the results of 43 mg/dl, 100 mg/dl, and 76 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 54 mg/dl, 125 mg/dl and 90 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged obtaining, on a different day, the results of 43 mg/dl, 100 mg/dl, and 76 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.